Event description:
Boston scientific received information that this device system detected a low shock impedance measurement less than 20 ohms. The physician elected to monitor the impedance measurements with no action taken. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.